Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 31-jan-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient had a catheter revision due to spinal fusion surgery. Upon attempting to remove the stylet from the catheter the stylet was stuck and unable to be removed. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. New catheter was opened and implanted. The catheter was never implanted and would be returned. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found damaged occurred to the catheter body and-or guidewire during implant procedure. If information is provided in the future, a supplemental report will be issued.